Event description:
It was reported this right atrial (ra) lead exhibited oversensing and noise. The patient is not implantable cardioverter defibrillator (ICD) dependent; therefore, no pauses were seen. Technical services (ts) discussed possible causes and recommended further testing. This ra lead remains in service and no adverse patient effects were reported.